Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc received the additional information that the front panel was damaged when the subject device was inspected by olympus australia pty ltd. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the touch screen error occurred since the front panel was hit by something and damaged. The above device handling has warned in the instruction manual as follows. *to prevent malfunction or damage to the touch-screen, do not press the surface excessively.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. In the procedure, "touch screen error" was repeatedly displayed on the touch screen of the subject device. The user tried to activate a thunderbeat instrument the error reoccurred and the instrument would not work. The intended procedure was completed with another device. There was no patient injury reported.